Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-10253. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman laa closure device and delivery system was used with a watchman access system. The watchman closure device was implanted with no recapture performed. A complete seal was noted and appropriate compression confirmed. However, at the end of the case a one centimeter effusion was noted. No intervention was performed; they were monitored and remained stable. The patient was not on warfarin at this point and their international normalized ratio (inr) was 1.0. No further patient complications were reported and the patient's current status is fine.